Manufacturer narrative:
According to the customer, during a blood draw "the needle was inserted into the patients arm and as the phlebotomist was collecting the needle retracted on its own without anyone touching the button to retract." Per the customer, "this caused an incomplete draw and a need to stick the patient again to complete." The customer stated, "the patient was not harmed and nothing was needed to do follow up there." The customer there was no serious injury, medical intervention, or follow-up care related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, during a blood draw "the needle was inserted into the patients arm and as the phlebotomist was collecting the needle retracted on its own without anyone touching the button to retract." Per the customer, "this caused an incomplete draw and a need to stick the patient again to complete." The customer stated, "the patient was not harmed and nothing was needed to do follow up there."

Manufacturer narrative:
Brand name, event date, and date received by manufacturer were updated.